Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the thresholds increased from 0.5 v to 6.0 v. The pulse generator was removed and replaced.